Event description:
It was reported that the pump battery was depleting quickly, and the battery gauge was fluctuating. Additionally, it was reported that the pump was not delivering insulin as intended. Customer declined follow-up from tandem technical support; therefore, no troubleshooting could be completed, and the alleged root cause could not be determined. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.